Event description:
Event desc: pt was given a perineal cold/warm pack by the student nurse post partum. Pt developed a burn with a blister on their right inner thigh which pt stated was caused from the pack. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Product number referenced on this report is manufactured by or for (B)(4). This product is not manufactured by or for (B)(4).